Event description:
Customer reported being hospitalized due to dka. Prior to hospitalization customer has nausea and was vomiting. Instructed customer to change out set and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.